Manufacturer narrative:
Merge healthcare confirmed the customer's allegation. There is the potential for duplicate container numbers to be created when they are generated by the host import and in order entry at the same time. Both applications appear to reserve the nextnum in the database at exactly the same time triggering the duplication. Merge healthcare is in the process of determining what modifications or corrections to the software should occur to mitigate this issue.

Event description:
Merge lis is intended to be used for receiving, viewing, communicating and storing results from laboratory modalities. Lis functionality includes, recording, annotating, creating/printing labels, calculations, patient medication/interaction information, monitoring, reporting and trending of patient lab results. On (B)(6) 2016 a customer reported two different patient samples were assigned the same container number. Merge healthcare ran a query for duplicate containers in the customer's database and confirmed the customer's allegation. To correct the issue for the customer, merge healthcare updated one of the sample container numbers to the next available container number. It was determined that this was an isolated event and no additional duplicate containers were identified. Containers are used to associate test results to accessions and to patients. If the container ID is duplicated there is the potential that test results for one accession could be associated to another accession and to another patient. Inaccurate lab results reported or associated with a patient could lead to an incorrect diagnostic evaluation resulting in an unnecessary procedure or inappropriate treatment; however, there is no indication that the issue, reported by the customer, resulted in a death or serious injury. (B)(4).

Manufacturer narrative:
Merge healthcare corrected a software deficiency in which there was the potential for duplicate container numbers to be created when generated by the host import and in order entry at the same time. Issue was addressed by changing the table design to prevent duplicate numbers. Issue was resolved in merge lis software version 4.2 released july 9, 2018. Merge lis v. 4.2 release notes documents that this issue is resolved under release 4.2, resolved issues section, ID: lis-5492. Revised information contained in this supplement report includes the following: updated manufacturer contact name, updated office contact name, date new information received by manufacturer (corrected software release date). Indication that this is follow-up report 001, indication of malfunction as reportable event, indication that the follow-up type is additional information, indication that additional manufacturer information is contained in this follow-up. Report.